Event description:
On 05/02/2023, infutronix received a report that a pump powered off on its own without warning, causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. Device was returned.

Manufacturer narrative:
A review of the device history record has been completed. This pump passed all previous tests. Complaint data was reviewed; there are no previous complaints on this device. The event log was pulled for review, the event log shows an incomplete occurrence where the event log line for on is not accompanied by the expected event log line for off. The report power issue was confirmed.